Manufacturer narrative:
A dermatologist consulted by irhythm assessed the complaint and images of the patient's affected area. According to the dermatologist's assessment, the irritation is indicative of an acute allergic contact dermatitis (acd). The timing of the skin irritation is consistent with an elicitation reaction to a pre-sensitized contact allergen. The distribution and shape of the skin irritation would be unusual for an acd reaction to the patch, however the allergen may have been introduced during the skin preparation step. It is unclear whether a skin allergen was present in any of the patch skin preparation components or introduced inadvertently by the medical providers who applied the patch. However, skin irritation is a known inherent risk of the device. The device manual states to gently exfoliate the entire area during skin preparation, which may cause skin redness. In addition, it states if allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21 cfr 803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient reported skin irritation after wearing the zio monitor for 2 days of their 14-day prescribed wear period. The patient stated that their skin experienced a terrible reaction. They exhibited red skin where the zio monitor had been placed. Consequentially, their health care provider (hcp) prescribed an unknown antibiotic.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.